Manufacturer narrative:
As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, and manufacturing mitigation's. No device photographs, videos or imagery relevant to the reported event was provided with the complaint. A DHR review and a lot history review were unable to be performed as the work/lot number was not provided. No IFU/training deficiencies were identified. Complaint history review from october 2016 to september 2017 for the commander delivery system (all models and sizes) revealed additional returned complaint devices for ¿delivery system ¿ withdrawal difficulty¿. The occurrence rate for this issue did not exceed the september 2017 control limits for the associated trend category, ¿withdrawal difficulty¿. Complaint history review from october 2016 to september 2017 for the commander delivery system (all models and sizes) did not reveal any additional returned complaint devices for ¿balloon torn¿. The occurrence rate for this issue did not exceed the september 2017 control limits for the associated trend category, ¿damaged¿. A review of complaint history for the edwards commander delivery systems from october 2016 to september 2017 (all models and sizes) revealed other returned complaints for ¿distal tip, nose tip - separated¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the september 2017 control limits for the trend category of ¿separated¿. Since work order information was not provided, the latest revisions of applicable sops were referenced. The inspections and tests described below are representative of the processes that the device(s) would have undergone during manufacturing. During manufacturing, multiple inspections were performed for the inflation balloon, including 100% balloon dimensional inspection, and 100% inspection for balloon visual defects. During manufacturing, multiple inspections were performed for the crimp balloon, including 100% balloon dimensional inspection and balloon visual inspection. The crimp balloon to inflation balloon laser bond is visually inspected. Balloon pleat, fold, & forming are 100% inspected, as well as the nose tip/ guidewire shaft bond inner bonds area is visually inspected the y-connector bond is inspected. During final inspection, the entire device was 100% visually inspected. During manufacturing, the commander delivery system was 100% air pressure leak tested. In addition, during product verification (pv) testing on a sampling basis, five (5) devices are visually inspected and tested. The lot cannot be released if any samples fail pv testing. As a part of pv testing, devices were inspected for kinks, cracks, and loose or missing components, intact nose tip/guidewire shaft bonds, and tears or separations in the inflation balloon/crimp balloon bond. Additionally, balloon burst pressure testing, system retrieval force testing, and inflation balloon/crimp balloon bond tensile testing were performed on finished devices. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. Due to the device not being returned for evaluation, and no relevant photographs or imagery being provided, the complaints for ¿delivery system ¿ withdrawal difficulty¿, ¿balloon ¿ torn¿, and ¿distal tip, nose tip ¿ separated¿ were unable to be confirmed. Additionally, due to the unavailability of the device, engineering was unable to perform any visual, functional or dimensional analysis and the presence of a manufacturing non-conformance was unable to be determined. However, a review of manufacturing mitigation supports that it is unlikely that a manufacturing non-conformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. There were no reports of prepping difficulty in the report and the valve was successfully deployed, which suggests that the balloon tear occurred during use, after valve deployment. However, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although there was no report of patient vessel anatomy, it is possible that patient and/or procedural factors (tortuosity/calcification of the patient anatomy) contributed to the withdrawal difficulty. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. Non-coaxially of the valve and flex tip could have then caused the valve to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. Additionally, based on available information, it is unknown exactly when during the procedure the balloon tear occurred. It is possible that the balloon, having been weakened during valve alignment (see discussion above), tore towards the end of valve deployment. If tear occurred prior to attempted withdrawal, the torn balloon could have further contributed to the withdrawal difficulty. However, based on a review of complaint history, it is alternatively possible that excessive force and device manipulation applied due to the withdrawal difficulty could have contributed to the tear in the crimp balloon as well. The excessive force or manipulation applied could also have then led to the nose tip and guidewire lumen separation. As such, it is possible that patient and/or procedural factors contributed to the complaint event. Based on available information, however, a definite root cause is unable to be determined at this time. Since no manufacturing non-conformance or IFU/training deficiencies were identified, no corrective/preventative actions are required. Regarding delivery system ¿ withdrawal difficulty and distal tip, nose tip ¿ separated, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. Regarding balloon torn, due to the high criticality level for this failure mode (balloon torn), a pra was previously initiated for risk assessment per management discretion. However, since no product non-conformance was confirmed and the occurrence rate for ¿damaged¿ trend category did not exceed the complaint control limits, no further escalation is required at this time. Because neither the device nor any relevant photographs or imagery were returned for evaluation, the complaints for ¿delivery system ¿ withdrawal difficulty¿, and ¿distal tip, nose tip ¿separated¿ were unable to be confirmed. No manufacturing non-conformances or labeling/IFU inadequacies were identified. Review of the complaint history revealed that the occurrence rates did not exceed the september 2017 control limits for the respective trend categories, therefore no corrective or preventative action is required. Because neither the device nor any relevant photographs or imagery were returned for evaluation, the complaint for ¿balloon torn¿ was unable to be confirmed. No manufacturing non-conformances or labeling/IFU inadequacies were identified. Review of the complaint history revealed that the occurrence rate did not exceed the september 2017 control limit for the trend category, therefore no corrective or preventative action is required. However, at management discretion, a pra was previously initiated for risk assessment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after a good implantation of a 26 mm sapien 3 valve by tf approach, it was not possible to withdraw the balloon into the sheath. Vascular complication occurred.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after a good implantation of a 26 mm sapien 3 valve by tf approach in aortic position, it was not possible to withdraw the commander balloon back into the esheath. The balloon was not coaxial and was out of the e-sheath liner. The delivery system and balloon were removed together as a unit but the balloon broke and got stuck at the femoral artery (no pieces embolized). Vascular surgery was performed in order to remove the balloon that was causing left leg ischemia.